Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, far p-wave oversensing was observed. The patient did not receive inappropriate therapy. Reprogramming to decrease ventricular sensitivity and induction test was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.